Event description:
The customer reported that a propofol infusion was underway in ICU (time unk but less than 72 hours). The pt was rolled over and they noticed that the smartsite was loose in the bed and that there was a pool of propofol on the bed. The nurse clamped the line and changed the set. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4): receipt of photos only; an eval of photos is pending. Photos of affected product have been received and an attempt is being made to retrieve product. A follow up report will be submitted with results of the eval once it has been completed.